Event description:
The customer reported the device seems to have a wobbly contact at the connector, and this always loses the signal. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Through the investigation, it was determined the tb-20 connector in the device was damaged. We replaced the tb-20 connector in the device with a known good tb-20 connector and the device functioned as designed.

Event description:
The customer reported the device seems to have a wobbly contact at the connector, and this always loses the signal. No patient impact or consequences were reported.